Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer (friend/family member) regarding an implantable intrathecal pump intended to deliver baclofen and other unknown drugs (concentrations and doses unknown). Per the caller, the patient had baclofen "and other stuff," in his pump currently, but they could not remember exactly what, but it was stated that it's primarily baclofen. The indications for use were intractable spasticity and cva (stroke) das system. It was reported that the patient¿s personal therapy manager (ptm) displayed the code 8474, indicating a pump reset occurred. The event occurred in (B)(6) 2018, "about a week ago." The meaning of the code was reviewed, and the patient was to follow-up with a healthcare provider (hcp). It was noted that they had called the patient's hcp, who told them to call the manufacturer. No patient symptoms were reported. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2018. It was reported that the patient started having issues on (B)(6) 2018, including being shaky, cold sweats and withdrawal. The rep was going to read the pump logs, then review with the patient's hcp, and consider pump replacement as soon as possible if a low battery reset is noted in the logs. The rep also noted that baclofen is the primary drug in the pump, but that there are other medications as well. Additional information was received from the manufacturer's representative on (B)(6) 2018. It was reported that the pump was replaced on the day of the report. It was noted that the hospital staff disposed of the pump so it would not be returned to the manufacturer for analysis. It was stated that the catheter was aspirated of drug and the new pump was not primed on the back table. It was noted that the total catheter volume (tcv) = 0.202ml, and the total tubing volume (ttv) = 0.342ml. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-mar-07. It was reported that the patient's symptoms had been resolved. The cause of the pump reset was unknown. The patient's weight at the time of the event was unknown. It was noted that, if available, relevant interrogation print-outs would be sent. The provided information was confirmed with the physician/account. No further complications were reported or anticipated.